Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cesarean section, while closing the sheath, the needle pulled off the suture strand. The needle remained in the needle holder after it pulled off. Another suture was used to complete the case and resolve the issue. There was no patient injury.